Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, after 15 minutes of use, the machine displayed a message to tighten the assembly. After reinstalling, the prompt remained, and subsequently it showed that the instrument could not be recognized. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. A piece approximately 10.0 mm x 2.1 mm was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage. Additional observation related to the customer reported complaint: the instrument was found to have a generator self-test (aka initialization) failure during in-house testing. Self-test failed consistently on multiple attempts. The generator displayed an error message indicating "tighten assembly", even though the assembly was already tightened.